Manufacturer narrative:
(B)(4). The alleged device was returned to manufacturer. A follow up medwatch will be submitted after investigation results are completed.

Event description:
It was reported that an unknown insertion tool fractured. The fracture location remains unknown at the time of this report.

Manufacturer narrative:
Additional information received from the investigation identified the fractured insertion tool to be ratchet extension item # re200. No adverse event has been reported associated to this event. Upon reassessment of the reported event, it has been determined this event as not reportable as this malfunction is not likely to cause or contribute to a serious injury or death if it were to recur. As a result, no further medwatch reports will be submitted.

Event description:
Additional information received from the investigation identified the insertion tool to be ratchet extension item # re200. No adverse event has been reported associated to this event.